Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high increasing pacing impedance. The alert window as adjusted and the lead continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that high thresholds were noted. It was later noted that there was loss of capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.